Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6.

Event description:
Un-reporting mw: device is not PMA approved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Event description:
Healthcare professional reported "rupture" via MRI. Later healthcare professional reported "nodule" via MRI, ultrasound and mammogram and "baker's grade of capsular contracture: I". This is for the left side. Device remains implanted.